Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic on (B)(6) 2021 with reports of decreased hearing with the device for the last few days.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on the (B)(6) 2021 with reports of decreased hearing with the device for the last few days.

Event description:
The user came to the clinic on (B)(6) 2021 with reports of decreased hearing with the device for the last few days. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came to the clinic on (B)(6) 2021 with reports of decreased hearing with the device for the last few days. The user has been re-implanted. Despite requested, the concerned device has not been received for investigation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.